Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Resistance was felt when the needle adjuster lever was slid. However, it was able to slide in the direction for releasing. Investigation was carried out by disassemble the subject device to confirm the needle adjuster lever.the needle adjuster lever was deformed, because it was forcefully pushed in. The manufacturing record was reviewed and found no irregularities. A likely mechanism causing the reported phenomenon might be the following. The needle adjuster lever had been slid at a convex position instead of sliding at a groove near the scale on the handle. Therefore, needle adjuster lever was not firmly fixed. The needle adjuster lever moved in the direction for releasing while piercing. The needle adjuster lever was unlocked. The needle extended more than expected. The above device handling has warned in the instruction manual.

Event description:
The event date was unknown. Olympus medical systems corp. (Omsc) was informed by the distributor that during an endobronchial ultrasound-guided transbronchial needle aspiration(ebus-tbna) using the subject device, the following event occurred. When the operator pierced the target area 4 or 5 times to collect samples, the operator pierced deeper than the intended target area since the lock seemed to move. The intended procedure was completed with the subject device. There was no patient injury reported.